Event description:
The customer reported that the pacer rate and output buttons do not work. This was discovered during servicing; there was no patient involvement.

Manufacturer narrative:
(B)(4): a philips response center technician worked with the customer to confirm the reported symptom, and to localize the cause of the issue to the pacer keypad assembly. The customer was provided the part number and pricing information for the pacer keypad assembly. The customer has not called back regarding this issue. We are considering this a malfunction of the pacer keypad assembly.